Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic protectomy procedure, the surgeon clamped the tissue and tried to fire the device, however the device could not fire. They tried to fire the device again however an error tone was heard. They replaced a new reload, the device still cannot be fired. They then used another set of device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.